Manufacturer narrative:
The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).

Event description:
The facility representative reported a broken door found before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.